Manufacturer narrative:
Device was use for treatment, not diagnosis lee, e.j., jang, j.w., choi, s.h., rhim, c.s. (2012) delayed pharyngeal extrusion of an anterior odontoid screw. Korean journal spine, 9(3), 289-291. This report is for an unknown screw lag/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: lee, e.j., jang, j.w., choi, s.h., rhim, c.s. (2012) delayed pharyngeal extrusion of an anterior odontoid screw. Korean journal spine, 9(3), 289-291. Korea. This was a case report of a (B)(6) woman who had a motor vehicle accident and presented to the hospital with a type ii odontoid fracture after and was treated by anterior odontoid screw fixation. The patient was implanted with a single 4.5 x 40-mm cannulated lag screw (synthes (B)(4)) 8 days post injury. One week later, the patient was diagnosed with an retropharyngeal infection at the wound site and was treated with intravenous antibiotics for one month. Radiographic union of the fracture site was confirmed 3 months after surgery. Nearly 3 years after surgery, she presented at a local ear, nose, and throat (ent) clinic with a 2- month history of dysphagia. Laryngoscopy identified the head of the odontoid lag screw. Plain radiography showed that the head of the screw had migrated into the pharyngeal soft tissue. The atlantoaxial joint was stable, and computed tomography (CT) scans confirmed odontoid fracture fusion. The screw was removed during endoscopy. The failure of the screw was considered to be due in part to malpositioning of the screw and in part to local infection. Complications: wound infection, dysphagia, screw migration, revision for screw extraction. This report is 1 of 1 for (B)(4). This report is for unknown screw lag, unknown quantity and lot number. A copy of the literature article is literature article (or abstract) is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.